Event description:
A malfunction was reported on a customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided assistance with resetting the pump, but the malfunction reoccurred. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.